Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument¿s tip bent down before it was fired. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and noted error 282 on arm 2. The customer used a backup instrument. The site continued to complete the procedure as planned with no reported patient injury. Isi followed up with the initial reporter (clinical sales representative) and obtained additional information on 26-oct-2021: the reported issue was intermittent and it was observed over different procedures with different systems/arms. The instrument¿s wrist bent down instead of staying straight as the surgeon prepared to clip.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) followed up with the clinical sales representative (csr) and the customer. The reported issue will continue to be monitored to see if it is related to a user error. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. A review of the site's complaint history does not reveal any additional complaints related to this product. An instrument log review could not be performed because the lot number of the instrument was not available. This complaint is reportable due to the following: it was alleged that the medium-large clip applier instrument moved with unintuitive motion (e.g. The instrument jerked/ moved in an unexpected way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Primary prod-manufacturing date is unknown.